Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: "blue fiber inside of the 3cc syringe." Additional information received on 11/16/2023: 1. Date of event: reported to alcon 08/18/2023. 2. How many syringe having this issue. This was reported by a physician and was discovered during surgery so only one (1) syringe reported with the issue.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation: the photo provided is identical to photo provided in (B)(4), therefore this will be treated as no sample or photo was received for evaluation or confirmation of reported defect. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trend.

Event description:
No additional information.